Manufacturer narrative:
. Health effect- impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Distributor reported left side "inflammatory appearance." Healthcare professional later reported left side "probable capsular contracture baker grade iii." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5,

Event description:
Patient reported left side "inflammatory appearance." Healthcare professional later reported left side "capsular contracture baker grade iii." The device has been explanted.